Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The two provided x-ray images were inspected. One image taken in (B)(6) 2018 showed the lead under complaint shortly after the implantation. The second image which was taken in (B)(6) 2018 demonstrated the situation after the leads repositioning. Comparing both x-rays the lead showed significantly less slack after the implantation which might have had impact on the dislodgement. However, based on the available information, the root cause for the clinical observation cannot be conclusively determined. Should additional information become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that the lead was repositioned approx. 2 months after the implantation due to dislodgement.